Event description:
Rec'd letter in mail unexpectedly from the mother. Letter indicates on 11/19/99 peg tube was traction removed and dome detached from tube and was noted in pt's stomach. Physician indicated dome would pass. On 12/10, 12/17, 12/20/99 and 1/30/00 pt was x-rayed & dome was still in stomach & dome was removed via endoscopy using unknown device.